Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the introducer needle had a cracked hub. There were no patient complications or delay in therapy reported. No intervention required. Additional information received on 10/12/2010, from the sales representative confirmed that when the 18 ga introducer needle was placed in the patient, the physician discovered the needle hub was cracked. As a result, the needle was successfully removed from the patient. It is noted that the insertion site is "unknown." The outcome of the patient is "fine."